Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.

Event description:
It was reported by customer's father that the customer's insulin pump has a broken drive support cap, the customer is using duct tape. Advised customer not to manipulate or push on the drive support cap while connected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.